Event description:
The pt had a lap band port placed surgically two years ago. After numerous fills of the patient's port, she noticed that the port does not seem to be holding pressure. The surgeon thinks that the port may have a leak. The pt was taken to surgery last year for a replacement of a leaking lap band port. The pt had an uneventful post-op course without complications and was discharged home. The MFR will send an explant kit for the device to be returned for investigation.